Event description:
Patient underwent a full revision surgery. The explanted products have not been received by product analysis to date.

Event description:
The explanted devices were received into pa and product analysis has been completed on the returned generator but is still underway for the returned lead. Product analysis was completed on the returned generator. The electrical tests performed in the pa lab found that the generator was at an ifi = no condition. The battery voltage was measured at 2.967 volts, and the memory locations on the generator indicated that 50.638% of the battery had been consumed. The ¿diagvinitialprechange¿ value of 16521 ohms, the ¿diagvinitialpostchange¿ value of 21178 ohms, and the time of change detection (B)(6) 2021 (explant (B)(6) 2021). High impedance already captured. The pa worksheets were reviewed and no anomalies were noted. The data dump was also reviewed. There were no performance, or any other type of adverse condition found with the pulse generator.

Manufacturer narrative:
B5 describe event or problem, corrected data: follow-up report #1 inadvertently noted that the explanted devices had not been received d1 brand name , corrected data: follow-up report #1 inadvertently did not provide the device information. D4 model#, serial#, lot#, expiration date, UDI#, corrected data: follow-up report #1 inadvertently did not provide the device information. D9 device available for evaluation? , corrected data: follow-up report #1 inadvertently did not note that the device had been returned to the manufacturer. H3 device evaluated by MFR? , corrected data: follow-up report #1 inadvertently did not mark no and list code '02' h4 device manufacture date , corrected data: follow-up report #1 inadvertently did not provide the manufacture date h6 adverse event problem codes , corrected data: follow-up report #1 inadvertently listed code 'b17'.

Event description:
Product analysis was completed on the returned lead. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. A break was identified in the negative coil. Scanning electron microscopy images of the negative coil show that a fracture has occurred in the coil. However, due to mechanical distortion smoothed surfaces the fracture mechanism cannot be ascertained. Scanning electron microscopy images of the negative coil show that pitting or electro etching conditions have occurred at the coil cut end. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.

Event description:
High impedance was seen on the patient's device. No known surgical intervention has occurred to date. No other relevant information has been received to date.